Event description:
A nurse reported receiving a system message during a case. The system was switched out and the case was completed. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and confirmed the reported system message. The solenoid spacers were replaced and sent for in-house eval. The system was then tested and met all product specs. The solenoid spacers have been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).